Manufacturer narrative:
A beckman field service engineer (fse) was dispatched and evaluated the system. The fse identified a faulty syringe driver assembly. The fse replaced the syringe driver to resolve the issue. No further issues were noted. (B)(4). All associated MDR: 9612296-2016-00060, 9612296-2016-00061, 9612296-2016-00062, 9612296-2016-00063, and 9612296-2016-00064. Patient demographics for age and sex are located in the attached patient data file for the 20 patient samples provided by the customer.

Event description:
Customer reported erroneous results generated by the au680 clinical chemistry analyzer for multiple patient samples. The results were reported out of the laboratory. There was no death or serious injury related to this event. Customer stated 16 assays including 2 calculated tests were found to have erroneous results across 48 patient samples. Customer supplied only 20 patient's sample results for review. Assays with erroneous results were listed as albumin (alb), aspartate aminotransferase (ast), blood urea nitrogen (bun), calcium (cal), co2, creatinine (crea), glucose (glu), potassium (k), lactate (lac), magnesium (mag), sodium (na), total bilirubin (tbil), and total protein (tp). Customer also stated that the erroneous results also affected 2 calculated tests which required result corrections: a/g ratio and albumin adjusted calcium. Customer stated that control (qc) recovery demonstrated failing recovery on multiple assays as well. Customer could not resolve the issue. The customer ceased use of the instrument until service arrived. All samples were retested on an alternate au680 and amended results were issued. This MDR reports the event that occurred on (B)(6) 2015 with no associated impact to patients.